Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that with use of a bd ¿ bulk non sterile needles with shields, a staff member was poked as "the staff member re-capped and the needle went through the cap." There was no report of medical intervention given.

Manufacturer narrative:
The medical device manufacturer location for this device is bd medical ((B)(4)) medical surgical manufacturer site no. (B)(4). The following fields have been updated to reflect the updated manufacturing site. Manufacturing location: bd medical (B)(4) surgical.

Manufacturer narrative:
Investigation summary: no photos or samples were received for evaluation by our quality engineer therefore bd was unable to determine if there was a quality issue that would contribute to a root cause of the reported issue. A device history review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: it is recommended to follow cdc guidelines and not reshield used needles. Discard unshielded needles into a sharps container. If this is not possible, use a one handed, passive recapping technique, to cover the needle. Ensure that the needle shield is properly seated on the hub. Don not force the shield onto the needle, as the needle may penetrate the shield causing injury.